Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, when the nurse went to bow the tome, the cut wire broke. No part detached inside the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a ultratome xl sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, when the nurse went to bow the tome, the cut wire broke. No part detached inside the patient. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found that the working length was twisted. The exposed cut wire was broken and blackened. The distal section of the cut wire was bent toward the tip and attached to the anchor at the distal pierce hole. The proximal section of the broken cut wire had retracted inside the extrusion through the proximal pierce hole. The outer diameter (od) of the cut wire was measured and meets specification. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.